Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting through the tear during a fluid pass through test. It could not be determined when and how the tear occurred or if the damage contributed to the device failing to deliver insulin. No other damages or defects were found with the device that would contribute to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 283 mg/dl while wearing the pod between 4 and 24 hours on the abdomen.